Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. There was no problem with the image during preparation, but during pullback, the image was lost and nothing was displayed. It was noted that the air was not removed during preparation flushing. The procedure was completed with another of the same device. No patient complications were reported.